Event description:
The healthcare professional (hcp) reports a transfer set with a leak in the twist clamp area. The transfer set was less than six months old. The home pt received a transfer set change and was treated prophylactically with kefzol 1250mg, intraperitoneally for three dialysis exchanges. No pt injury as a result of this incident per hcp.